Event description:
It was reported that the fiber tip broke, cannot aim the light and is not vaporizing. An error message saying "excessive fiber life activity" displayed. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber tip broke, cannot aim the light and is not vaporizing. An error message saying "excessive fiberlife activity" displayed. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify a fiber break at the tip of the fiber, therefore, the reported complaint was not confirmed. Analysis did identify a fracture within the body of the fiber, between the input connector and control knob. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified most of the output escapes from the fracture location. The glass cap exhibited no devitrification at the output window. The metal cap exhibited no charred debris adhesion on its surface. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is likely that procedural handling of the device during set-up such as excessive manipulation/technique contributed to the fiber body break. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.